Event description:
According to reporting staff, driver exhibited several red alarms so patient switched to backup driver. No adverse impact was reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review two new alarms, indicating secondary motor voltage too high and right drive pressure too low for long enough to be a permanent time-out. Visual inspection of external components found no abnormalities. Visual inspection of internal components found driver's secondary motor out of primary alignment. Additional, resistance was found while manually rotating the primary motor causing difficulty to spin and producing a grinding noise while powered on. Misalignment of the secondary motor indicated that the secondary motor alarm was due to secondary motor engagement in the field. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 7-day observation run performed at normotensive values. No alarms or abnormalities were observed. The grinding noise present at the onset of the test disappeared after a few minutes of operation and did not occur again throughout the test. Primary motor was difficult to manually rotate after the test but was functional throughout testing. An additional functional test was performed on the secondary motor system without malfunction. Driver was confirmed to be able to perform life sustaining function on the secondary motor system. Customer complaint was unable to be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported multiple red alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. Although there was evidence of unintended secondary motor engagement, the primary and secondary motors were found to function normally with the permanent alarm indicating safety mitigation efforts functioned normally. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
According to reporting staff, driver exhibited several red alarms so patient switched to backup driver. No adverse impact was reported.